Event description:
It was reported that ilet dosing stopped due to a dexcom g7 continuous glucose monitor connectivity issue and the ilet was not receiving glucose values despite values appearing in the dexcom app; pairing codes did not match and the ilet was not paired to the active sensor until the user re-entered the correct code and restarted pairing. Customer care provided assistance that included customer troubleshooting. Investigation of this case revealed a mismatched or incorrect pairing code between the dexcom g7 sensor and the ilet, which prevented data transmission until corrected. No clinical symptoms associated with lack of glucose readings on the ilet and an associated dosing stop alert reported. Outcomes included temporary interruption of automated dosing and user-directed troubleshooting to restore cgm-data transmission to the ilet. It was concluded that device function was restored after re-entering the correct sensor code and completing pairing, indicating user setup error rather than device malfunction.